Event description:
It was reported that intermittent altitude alarms occurred. The customer's blood glucose was 100-250 mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.